Event description:
Customer restored failed automatic quality control (aqc) parameter (pco2) and run 10 patient samples on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer should not have restored failed aqc parameter (po2) and run patient samples. Customer would like to know which operator restored the pco2 parameter. Customer has been requested to provide paz file (in some cases depending on sequence and number of reboots this information can be found in the paz file). However, the answer for customer's question could not be guaranteed because the rp405 does not have logging capability to determine who restored aqc and system was not designed for this functionality. The event has occurred due to an operator error. System is operational at this time.